Event description:
It was reported that patient experienced pain at ipg site after significant weight loss. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. A patient experienced discomfort at ipg site was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.